Event description:
It was reported that an asymptomatic patient was presented in clinic with episodes of noise reversion present on the ventricular lead . The noise was not reproducible, and the patient would continue to be monitored.